Event description:
Complainant alleged that during a shift check, the autopulse resuscitation system displayed a user advisory ua 45 (not at "home" position after power-on/restart) message upon power up. Customer attempted to extend the lifeband fully and power cycle the platform, however, the issue would not resolve. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.